Event description:
It was reported that a vision was being used in a 20 year old graft on a pt. The vision was inflated to 19 atm (above rbp, contrary to IFU) and the graft ruptured, resulting in patient death.